Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "reads occluded," which was not reproduced. Evidence for the reported problem "reads occluded" was found through review of the event history log by the presence of multiple "downstream occlusion!" Alarms on the final day of customer use in the log; however, it cannot be determined if these alarms are true or false. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. Physical inspection found the downstream pressure plate gap to be out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump experienced the symptom "reads occluded," which was clarified during baxter's evaluation as constant downstream occlusion alarms. Any patient involvement, injury or medical intervention is unknown.